Manufacturer narrative:
(B)(4) .

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection of the tracheostomy tube was performed and found that the right side of the connector flange was cut at the edge where the neckstrap is supposed to be tied. Damage of this magnitude would have been detected in the manufacturing process, as this defect is extremely obvious. The manufacturing guidelines and controls were reviewed and found acceptable to detect the reported malfunction.

Event description:
It was reported that the device broke at the connection/collar (flange) site. There is no report of serious injury or death associated with this event.